Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up, the pulse generator exhibited premature battery depletion. No patient symptoms were reported. The device remained implanted. No additional information was available.